Event description:
During the procedure, the surgeon reported that the device fired briefly, generated an odd smell, then stopped working. The device was removed from the field, and a new device utilized. It is unknown if the new device was of the same or different lot.